Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of faulty image was confirmed. The e315 error displayed on the screen. In addition, the plug body had invasion. Based on trend analysis, fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite colonovideoscope had a faulty image during maintenance. There was no medical intervention required or reported patient harm associated with this event. During incoming inspection, the subject device displayed an e315 (unsupported scope) error. This medwatch is being submitted to capture the reportable malfunction found during evaluation.